Manufacturer narrative:
Investigation summary: the customer reported a separation below the drip chamber and returned one used sample of material #11448964. The sample was clearly separated below the drip chamber and the complaint is verified. Microscope analysis found the root cause to be insufficient solvent applied during manufacturing. Manufacturing is aware of the issue and has created a project to address the drip chamber separation issue. A device history record review for model 11448964, lot number 21049520 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ secondary set IV line disconnected underneath the drip chamber and leaked fluid onto the floor. The following information was provided by the initial reporter: "secondary set to be used to run an antibiotic piggybacked onto maintenance line. Bag of abx spiked, and fluid ran directly through drip chamber and onto the floor - IV line was not connected to underneath of drip chamber (set was in 2 pieces)."

Event description:
It was reported that the bd alaris¿ secondary set IV line disconnected underneath the drip chamber and leaked fluid onto the floor. The following information was provided by the initial reporter: "secondary set to be used to run an antibiotic piggybacked onto maintenance line. Bag of abx spiked, and fluid ran directly through drip chamber and onto the floor - IV line was not connected to underneath of drip chamber (set was in 2 pieces)."

Manufacturer narrative:
Investigation summary: the customer reported a separation below the drip chamber and returned one used sample of material #11448964. The sample was clearly separated below the drip chamber and the complaint is verified. Microscope analysis found the root cause to be insufficient solvent applied during manufacturing. Manufacturing is aware of the issue and has created a project to address the drip chamber separation issue. A device history record review for model 11448964, lot number 21049520 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.